Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, a cracked display window, and a cracked case near the display window corners noted during the visual inspection. They were unable to prime during the prime/compromised force sensor system alarm test. The pump had a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump and insulin squirted out during manual prime. Customer was disconnected during prime. Customer's blood glucose was 189 mg/dl. The pump piston continued to move forward after contact with the reservoir. Customer stated that no numbers appeared on the screen and no beeps were heard. Customer stated that leaving prime was not possible. Customer tried with different infusion sets. The pump was not dropped or bumped. The pump had no water contact and the drive support cap does not appear to be damaged. Customer was asked verbally and in written form to return the pump for analysis.